Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a monomorphic ventricular tachycardia (vt) below the programmed therapy zones. The device exhibited oversensing during the episode and delivered an inappropriate shock. The delivered shock reverted the patient to sinus tachycardia. Several hours later, while the patient was in the hospital, the patient experienced an episode of vasovagal syncope and experienced asystole for 13 seconds. This resulted in the smartpass feature becoming disabled. The smartpass feature was re-enabled with no other changes made to programming at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.